Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported receiving battery out limit and failed battery test alarms on the insulin pump. The numbers on the insulin pump were continuously ramping up while trying to troubleshoot for battery alarms. The customer's blood glucose was 176 mg/dl. The customer had had the device in his pocket and was sweating. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture on the keypad traces, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.